Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) failed calibration due to defective oxygen (o2) sensor. Replacement of customer o2 sensor with lab use only (luo) o2 sensor enabled proper calibration and proper functionality of epgs.

Manufacturer narrative:
Per the manufacturer's subsidiary, the hose connections were checked and no gas leaks were heard. A second calibration was attempted but failed.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a calibration failure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h9. The reported complaint was confirmed. Additional information from the laboratory evaluation report stated that the electronic patient gas system (epgs) failed calibration potentially due to punctured tape of the oxygen (o2) sensor. This may affect accuracy during epgs calibration. The product was sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected block: h9. Please disregard the reference to a recall that was previously submitted. The root cause was identified as being related to a different component than what is referenced in the recall. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
81- evaluation is in progress, but not yet concluded per data log analysis, on 20-apr-2019, the log confirms the issue. Each time calibration was attempted a "flow motor/mechanical fault" occurs. This caused calibration to fail with a flow out of range error. Power cycle did not correct the error.